Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and also a missing o-ring.

Event description:
The customer reported via phone call that the insulin pump had a crack on the reservoir compartment. The customer reported that the reservoir kept falling out of the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.